Event description:
Patient was revised to address lag screw cut out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Although the complaint is non-verifiable, initial implant placement into the femoral head and bone quality are contributing factors. Provided patient information is a male. The exact root cause cannot be determined without the pre-op and post-op x-rays. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.